Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis and the reported issue was confirmed but not replicated. In logs, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed onto a golden system where the component functioned as expected. The mtm was then installed onto a pftp where all relevant testing was passed within specification. Once testing was completed. No faults could be identified. As a result of these findings, failure analysis concluded that no root cause could be attributed to this issue. The complaint was confirmed based on the field evaluation and failure analysis. The probable root cause is attributed to electrical defect of the mtm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the mtm and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the surgeon lost control of the arms on console 1. Technical support engineer (tse) viewed logs and did not note any errors and noted all arms were under control of console 1. The surgeon stated with operating and all of a sudden she was locked out and the arms stopped allowing her to maneuver them. The surgeon stated that her head was fully engaged in the console and not at the edge of the sensor. Technical support engineer (tse) recommended site use 2nd console. The procedure was completed with no reported injury.